Event description:
It was reported that the pump kept displaying cassette locking errors that could not be reversed by reattaching the cassette multiple times. The event occurred while in use with the patient at the hospital.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received for analysis with complaint that the pump kept displaying cassette locking errors that could not be reversed by reattaching the cassette multiple times. Event history was reviewed and there are no errors related to the customer complaint. There were no services previously reported. Visual and functional testing was performed. The latch lock sensor was damaged, confirming the failure. Additionally, the downstream occlusion (dso) seal was changed because it was detached. Device passed testing post repair.